Manufacturer narrative:
(No problem found) the evaluation did not identify any issues relevant to the reported event.

Event description:
On 7/25/2023, it was reported by a facility representative via sems that an ar-3210-0029 4k synergyuhd4 bb camera head got hot and overheated during a procedure. It was discovered during a case that the patient got a burn mark/spot due to the camera/cord being too hot, not indicated as to where on the patient. They were not sure if it was the camera cord or the camera itself that was having issues. This occurred during use in an unspecified procedure. Additional information has been requested. On 8/2/2023, the facility representative stated the following information via email: this occurred during a left knee acl reconstruction procedure on (B)(6) 2023. The severity of the patient's burn was 1st degree, the staff did not obtain any burns. It was determined that when completing the case, the camera head did not overheat, but the blue light cord did, an ar 3240 -5027 fused light cable with lot number wo178440. The procedure was completed successfully, and there was no other impact reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.